Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: stratafix was originally reported, however follow up info states 2-0 vicryl for muscle and fascia closure and 2-0 vicryl for subcutaneous tissue. Can you please clarify which products are involved? The supplies list used had listed vicryl and stratafix. The operative note in this case only indicated 2-0 vicryl was used and only vicryl sutures were removed in later follow-up appointments. (B)(6) 2023 case. Age, gender, weight, bmi at the time of index procedure 80m, 91.1kg, 27.3 what was the tissue condition (normal, thin, calcified, fragile, diseased) no description documented. For vicryl suture- how was the suture placed (interrupted or continuous)? Interrupted for vicryl suture - how was the suture originally tied (multiple knots, square knot, etc.)? No documentation of how tied for stratafix symmetric pds plus - was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? N/a. For stratafix symmetric pds plus - were two reverse stitches performed across the incision prior to closure? N/a. What tissue layer(s) dehisced? Subcutaneous and sutures removed from muscle/facial layer. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No documentation or report of issues. Other relevant patient history/concomitant medications? N/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Provider documented the patient was wearing back brace at all times and likely causing the ulceration of incision. No comments of sutures.

Event description:
It was reported that a patient underwent a thoracic 7-lumbar 1 minimally invasive posterior spinal instrumented fusion procedure on (B)(6) 2023 and barbed suture was used. Post op the sutures were not dissolving and were being rejected. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? (B)(6) 2023: wound dehiscence and referred to wound care. (B)(6) 2023 wound care: visible sutures in wound bed at distal aspect and along the dehiscence wall. X7 sutures removed. Cultures obtained + e.coli. Pain back radiating and soreness. Debridement completed in wound care to the muscle/fascia level. X7 "loose sutures in wound bed". (B)(6) 2023 dx with surgical site infection. What is the current status of the patient? Currently being treated for non-healing surgical wound and has completed antibiotic treatment for surgical site infection. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Yes: debridement of wound on (B)(6) 2023 with removal of x7 sutures from wound bed. Drainage from wound started (B)(6) 2023 (serosanguinous), no purulent drainage documented in chart. Debridement on (B)(6) 2023. If product was removed: what was the appearance of the suture during the removal? Sutures intact. It was documented the sutures were loose in the wound bed prior to removal (B)(6) 2023. If re-suture/re-closure was performed: no re-suture/re-closure. Was reoperation necessary to remove the suture and re-close the wound? No was the suture trimmed in physician¿s office? No (staples removed from skin (B)(6) 2023). Was the suture removed in a routine post-op procedure? No. Was the suture removed in a reoperation procedure? No. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. (B)(6) 2023 amoxicillin-clavulanate 875-125mg tablet: 1 tablet q12hr for 14 days-oral. What was the name of the procedure? Thoracic 7-lumbar 1 minimally invasive posterior spinal instrumented fusion. What was the procedure date? (B)(6) 2023. Please provide the lot number: I do not have lot number; operative note states 2-0 vicryl for muscle and fascia closure, 2-0 vicryl for subcutaneous tissues, and staples for the skin. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.